Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and failed. Functional testing was unable to be performed. The share data log was not accessible. The device log was unable to be downloaded. Share data log was reviewed and a loss of connection was observed on the issue date. The reported customer complaint was confirmed. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.